Manufacturer narrative:
A review of the device history record showed that the device was manufactured according to specification. The returned product shows a deformation. A root cause could not be identified with certainty. One reason is the lack of documentation of the state of the plate right after surgery and 6 week later at the revision surgery. Without this documentation, the impact on the plate between those two time stamp can not be determined exactly. Since in complaint (B)(4) second affected product within the same product inquiry and observed event another plate was strongly deformed (very likely after the first surgery), in this complaint affected product is probably affected by the same post surgical event. The risk file lists three possible causes that could yield in a deformed plate. Accidents or secondary complications due to implantation cause exceeding the materials strength of the implant non-compliant patient. There are no further information available from the customer to verify the claim. If new information becomes available, the recorded will be reopened and updated.

Event description:
On (B)(6) 2017, the patient suffered surgery for surgical correction of distal radius and 2nd metacarpal fractures. 6 weeks after the surgery, the radiographs showed that the two plates had buckled, requiring revision surgery and implant of two new plates. The product will return to stryker. Patient with parkinson disease background.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2017, the patient suffered surgery for surgical correction of distal radius and 2nd metacarpal fractures. Six weeks after the surgery, the radiographs showed that the two plates had buckled, requiring revision surgery and implant of two new plates. The product will return to stryker. Patient with parkinson disease background.